Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident and was treated with manual injections. The customer stated that the insulin pump was not delivering the bolus. The customer stated that they were receiving the basal and when the customer tried to top the bolus the customer received an motor error. The customer had to rewind and prime the set again. The customer stated that the drive support cap appears normal or slightly indented. The customer was able to complete pump rewind.. The customer stated that the dome sticker is no longer on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.